Manufacturer narrative:
Unit was evaluated and repaired by the distributor.

Event description:
It was reported by the distributor that when trying to raise and lower the bed, it would stop and go into trend on its own due to the bed needing to be reset. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.